Manufacturer narrative:
After further evaluation of the complaint, it has been determined that the previously submitted report 1213809-2026-00010 was sent in error as this syringe is not a bd device.

Event description:
The video received from customer was determined not to be a bd syringe, therefore the complaint will be cancelled.

Event description:
It was reported that bd syringe control 10ml ll bns was noted to have a syringe needle connectivity issue. Verbatim: rcc received a complaint via email. Medline complaint #: (B)(4). Defect description: syringe loose connection. Medline part #: 23119. Product description: syr cntrl 10ml l/l. Vendor part #: 304134. Lot #: unknown. Date reported: 12/1/2025. Sample received: no. Response needed: yes - incident reported to the FDA as MDR-30 day. Reference no. 1423395-2025-00211. Date of event:12/1/2025. Lot: unknown.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed. E.1. Address was not located, and il was used.